Event description:
Customer reported that the zipper is damaged. Customer is unsure of the location and has limited information. The date when the issue was discovered is unknown. No patient incident or injury was reported.

Manufacturer narrative:
Results: evaluation of the returned product confirmed the reported issue. Evaluation revealed that the patient access front side window, slider body is open. (B)(4).